Manufacturer narrative:
The probable root cause of the reported complaint can be attributed to a fault of an electronic component or module within the display of the affected high resolution stereo viewers (hrsv).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced both hrsv monitors to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi received both hrsvs for failure analysis (fa). Review of logs confirmed the occurrence of a failure related to the customer report of no display. Both hrsvs were tested and one failed functional testing, no display was reproduced. Investigation of the failed hrsv confirmed a component failure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, persistent issue related to the left surgeon console high resolution stereo viewer (hrsv) eye (no display) was experienced. The customer tried to troubleshoot, but the issue was not resolved. The surgeon elected to continue the planned procedure under the current condition. No patient injury reported. No further information is provided.